Event description:
Customer had a total of 6 of the 88-000702 that are defective. They think there may have been more but those were thrown away. The operating room said they shorted out during use.

Manufacturer narrative:
Investigation findings: deroyal is the MFR of finished good 88-000702. The work order was reviewed to identify the raw material and raw material lot number in reference to the report. The raw material has been identified as (B)(4); lot number 5141 and 5127 was utilized within the finished good. (B)(4) was issued to the vendor (B)(4), on 10/15/2013. Add'l info was requested from the vendor in reference to the usage of the prod. The details were provided on 10/17/2013. On 10/17/2013, it was also confirmed that the only two of the six samples were utilized; therefore contaminated. Due to the contaminated status a return kit was sent to the reporting customer for the sample return. On 10/21/2013, the qc complaint specialist left a voice mail for the customer requesting info as to if the return kit was rec'd and the (B)(4) call tag for the sample return was included within the return kit. The sample was rec'd and the (B)(4) call tag for the sample return was included within the return kit was sent to the reporting customer for the sample return. The sample was rec'd by the qc complaint specialist on 10/28/2013. Due to the prod being contaminated it was submitted to (B)(4) for decontamination. (B)(4) returned the sample on 11/12/2013 and forwarded to ddc for shipment to the vendor. The qc complaint specialist followed up with the vendor on 11/18/2013 for confirmation of the sample being rec'd. Testing of the prod was performed at the vendor's location and it was found the prod functioned as intended. The info was contained within the scar response. In addition, the qc complaint specialist reviewed the qfi report to obtain the sales and similar complaint info. Deroyal has sold (B)(4) cases of the finished good and no previous reports for the issue has been found. Correction: within the text of the call it was indicated that replacements have been provided root cause analysis: scar: the products functioned as intended. Corrective/ preventative action taken: scar: a corrective nor preventative action has been taken. This report is being filed due to a retrospective review of complaints. This complaint has been re-opened for further investigation. A supplemental report will be field if further investigation provides info which changes the content of this report.